Event description:
The customer reported that the device had a shock equipment malfunction message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Follow up report will be submitted upon completion of the investigation.